Event description:
It was reported that the rechargeable battery malfunctioned and the canister reportedly "burst" (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.

Manufacturer narrative:
This report is submitted on june 24, 2024.